Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an evaluation of the customer¿s device and verified the reported issue. After clearing the errors, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.